Event description:
It was reported the patient was near a lightning strike last summer and immediately after the strike, the patient experienced ten seconds of syncope. The patient was recently at the physician's office for a routine follow up visit and the device was checked. The device was functioning normally. There was no evidence of a device reset or any high rate episodes. Some oversensing had occurred over the life of the device. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing information. Diagnostics shows atrial non-physiologic sense (nps) counts of 1667 and ventricular nps counts of two over the life of the device.